Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous implantable lead exhibited noise on the right ventricular (rv) channel. The device was explanted as it was affected by an advisory and the physician elected to replace this rv lead at that time. This coronary sinus implantable lead was also explanted due non-capture. This atrial lead exhibited high impedance and no capture; it was also explanted. A new crt-d and lead system was implanted. The explanted products were returned for analysis.